Event description:
On (B)(6) 2012, patient's daughter reported one transfer set adapter that had a loose connection and that the patient had peritonitis. This report was received from the home patient's daughter, a baxter employee in baxter (B)(4). The home patient's daughter reported in a conversation with a baxter sales representative, that her father noticed that the he had a wet abdomen. Upon checking the connection he noticed his connection was loose. The home patient called and went to the clinic on (B)(6) 2012 and was treated with antibiotics. Antibiotic name and dose was not known by the baxter sales representative or patient's daughter.

Manufacturer narrative:
(B)(4). This condition of a connection issue was not confirmed, due to the sample being unavailable for evaluation. Since no sample was available for evaluation and no further information about any product problem is available, no root cause can be determined. The assignable root cause could not be determined. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not available for evaluation. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.